Manufacturer narrative:
An outside the united states (ous) customer contacted the siemens customer care center (ccc) reporting the observation of elevated high-sensitivity troponin I (tnih) results obtained on a patient sample on an atellica im 1300 analyzer. The sample resulted normal on an alternate method. Qc was in range at the time the sample was run. The interpretation of results section of the atellica im tnih instructions for use (IFU) states: "results of this assay should always be interpreted in conjunction with patient's medical history, clinical presentation and other findings." Siemens continues to investigate.

Event description:
An elevated high-sensitivity troponin I (tnih) result was obtained on a patient sample on an atellica im 1300 analyzer. The discordant result was reported to the physician(s) and was questioned. The sample was repeated on the same analyzer in duplicate and resulted similarly to the initial result. The sample was repeated on an alternate non-siemens instrument and resulted lower. There are no known reports of patient intervention or adverse health consequences due to the discordant, elevated tnih patient results.

Manufacturer narrative:
Siemens healthcare diagnostics filed MDR initial report on 2022-11-01. Additional information - 2022-11-23. Alternate troponin I method #2 test result was provided: 12.7319 ng/l. Additional information - 2022-11-28. Siemens has concluded the investigation for an outside of the united states (ous) customer observation of elevated high-sensitivity troponin I (tnih) results obtained on a patient sample using an atellica im 1300 analyzer. The female patient serum sample was low/normal on an alternate method. Siemens reviewed the available information to determine probable cause and evaluate for potential product issue. Quality control (qc) was in range at the time the sample was run and the patient sample results were reproducible. Atellica im initial result 210.554 ng/l (99th% female serum = 38.64 ng/l), repeated in duplicate (210.721 ng/l and 199.038 ng/l ). This indicates a sample/patient specific incident. The customer also had the specimen run on another troponin I method, which resulted 12.7319 ng/l (method reference interval: female 10 ng/l), which is also elevated based on the female reference range. No sample was available to be sent to siemens for further investigation. The atellica im tnih method is a high sensitivity troponin I method versus the first alternate method used, which is a point of care conventional sensitivity troponin I method. Results from different methods are not interchangeable due to differences in assay specificity and sensitivity. There is no expectation that atellica im tnih and other troponin methods will have similar results. The interpretation of results section of the atellica im tnih instructions for use (IFU) states that "results of this assay should always be interpreted in conjunction with patient's medical history, clinical presentation and other findings." Per the elevated tni values in patients without ami section of the IFU, there are conditions other than acute myocardial infarction (ami) that are known to cause myocardial injury and elevated values. Based on the investigation results, a product problem has not been identified. The customer is operational. In section h6, investigation finding and investigation conclusion codes were updated based on the investigation results.